Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude event report voluntarily submitted by pt and received from FDA states that pt has experienced continuing and at times acute pain in the inner left thigh and groin areas. Physical therapy including tens therapy and steroid injection of left hip iliopsoas bursa failed to alleviate the pain. X-ray exam performed in 2009 indicated subsidence of the femoral stem of approx 2mm. Surgical revision of the left hip was performed in 2009.